Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient sometimes thinks the ins moves on her. No patient symptoms were reported. No further complications were reported/anticipated.